Event description:
It was reported that oversensing was noted on the lead. Patient received inappropriate therapy. High impedance was found. At explant, insulation anomaly was noted. Lead was explanted and replaced.

Manufacturer narrative:
Analysis found the pacing coil fractured due to fatigue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.